Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section at the lower uterine segment, when the abdominal cavity was closed, the needle tip broke but was retrieved. The suture was replaced complete the case. There was no patient injury.

Manufacturer narrative:
Event was notified to the manufacturer on 06-june-2018. If information is provided in the future, a supplemental report will be issued.